Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder. FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Note: patients device photo received on december 21, 2020. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation revision with a 550cc mentor memorygel breast implant experienced fibromyalgia post procedure. The doctor diagnosed the patient having fibromyalgia symptoms with possible link to textured breast implants. As a result, patient underwent bilateral removal on (B)(6) 2020. This report relates to the right prosthesis.